Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to radiation medical equipment. A replacement pump was sent to the customer to resolve the issue. There was no reported adverse impact to the customer.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Update b5, d9, h10

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to radiation medical equipment. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no reported adverse impact to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.